Event description:
It was reported that this pacemaker system exhibited noise oversensing which triggered a signal artifact monitor episode, disabling the minute ventilation sensor. Technical services (ts) was consulted, and upon review all lead measurements were within range, thus it is suspected that the noise was caused by electromagnetic interference during the procedure. No adverse patient effects were reported. This device remains in service.